Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a solid white display. Customer stated insulin pump had received an insulin flow blocked alarm and then screen went white. Customer rebooted the insulin pump and again the insulin pump's screen went white. Insulin pump also had power loss alarm. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged missing segments, battery power loss, delivery/occlusion alarm on 01/15/2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, , sleep current measurement test, active current measurement and self test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or missing segment, power loss alarm noted during testing. Successfully downloaded history files and traces using thus software. However, no delivery (7) alarm noted in history file on 01/15/2022 12:45:46.000. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specifications. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electric board 2 and battery tube assembly noted. The following were noted during visual inspection: scratched case, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged missing segments, battery power loss, delivery/occlusion alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.